Manufacturer narrative:
From the device history record, lot number 20191023-23-sh was manufactured on 10/31/2019. No exception was recorded in the device history record that could lead to the reported incident. No sample was available for this investigation. From the investigation, there was no abnormal situation which occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, however, the supplier and cardinal health will continue to monitor the trend of this type of incident. According to our supplier, or towels are made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). D. In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received from the customer, they have reportedly been noticing issues with lint coming off the blue towels that come in the open heart pack. Per the customer, there have been no patients affected or hurt due to this issue.